Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported poor imaging results were not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported poor imaging results appear to be related to circumstances of the procedure. The catheter was returned with an optical fiber break, which resulted in the reported poor imaging results. In this case, it is likely that the use techniques employed, or patient¿s anatomical conditions caused the optical fiber break. The torn guidewire exit notch is consistent with the catheter being inserted onto and removed from a guidewire but is not directly attributable as a cause to the reported event. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the dragonfly optis imaging catheter was to be used in the left circumflex (lcx) lesion. However, the correct image failed to display. Therefore, the imaging catheter was removed and another dragonfly optis imaging catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found the black sheath was torn for approximately 1.3 centimeters, 22 centimeters from the proximal end of the inner shell. No additional information was provided.